Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the pulsar generator read high output on cut 4 and cut 5. There was no patient involvement; therefore patient demographics in not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.